Event description:
Caller reported repeated cgm error 42 multiple times on the pump within the last 24 hours and on earlier occasions. There was no adverse impact to the customer's blood glucose level. Technical support verified the errors in the pump history and planned to replace the pump. Additionally, cts communicated with the patient about the issue, and the patient acknowledged and understood the situation. Warranty information was unavailable, and cts intended to follow up with it and the patient.